Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal fentanyl 882 mcg/ml and unknown baclofen 1647 mcg/ml (doses not reported) via an implanted pump for intractable spasticity and cva (stroke) das system. It was reported a motor stall was seen at initial interrogation and the patient did not recently have an MRI. The motor stall occurred on (B)(6) 2019 at 6:29 pm and was active. It was confirmed there was no electromagnetic interference/magnetic sources present. The rep was redirected to follow-up with the healthcare provider (hcp) to discuss putting the pump in minimum rate and scheduling a pump replacement. Patient symptoms were not reported. No further complications were reported or anticipated.

Manufacturer narrative:
H3: evaluation of implantable pump serial number (B)(6) revealed residue in the motor gear train and wearing on the upper shaft of gear number two. H6: the evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the motor stall never recovered and the patient had the pump replaced. The motor stall was resolved and did not have any impact on the patient. The patient¿s weight at the time of the event was unknown. The pump would be returned. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the pump also revealed a failed lab dispense test that was above specification. During dispense accuracy testing, the pump exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate during 2 of 4 tests. (B)(4).the analysis finding of the failed lab dispense test that was above specification. If information is provided in the future, a supplemental report will be issued.